Event description:
Boston scientific received information that during a routine change-out procedure a competitor's right atrial (ra) lead demonstrated noise and high out of range pacing impedances when the lead was initially connected to the header of this cardiac resynchronization therapy defibrillator (crt-d). Evaluation of the lead was then completed with the pacing system analyzer (psa) and yielded normal lead diagnostics. The ra lead was then reconnected to the header and no noise and normal measurements were observed. The competitor's ra lead and this device remain in service, and no further issues have been noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.